Manufacturer narrative:
(B)(4). Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On unknown date, a type ii endoleak with aneurysm enlargement was reportedly identified. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby the inferior mesenteric artery was coil-embolized to treat the type ii endoleak. During the procedure, an excluder® aortic extender component was also implanted proximally as a preventative measure. The patient tolerated the procedure.